Event description:
Technician alleged that the bed would not go into trendelenburg/reverse trendelenburg.

Manufacturer narrative:
Technician found the head drive coupling cracked from bottoming out against the shaft. Technician also found the head limit assembly missing one of three arms on the microswitch assembly. Technician replaced the coupling on the head drive and the head limit assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.